Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-dec-2017 with the following findings: a review of the black box showed power loss events on the date of the complaint. The pump intermittently powered up with the returned battery cap to a dim and discolored display. The battery cap threads were damaged/stripped. The test battery cap was used for all testing. The battery compartment was cracked from the top to the cover. The pump was run for 24 hours and no power losses, reboots, or call service alarms occurred. The pump case was removed to find no moisture or loose components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.